Event description:
A customer reported that they were unable to use their freestyle flash as the display screen had frozen. The meter was returned and has been confirmed to exhibit the memory overwrite malfunction on 12/15/2006.

Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec. However, uom was selectable and was received at mg/dl. On insertion of test strip, meter went straight into the memory indicating memory overwrite. Error 0300, was observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.